Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 18-dec-2020. The most recent information was received on 21-jan-2021. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ('ongoing verification of possible allergy to heavy metals') and presyncope ('several vasovagal episodes') in a female patient who had essure (batch no. C98217- invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), presyncope (seriousness criterion medically significant), general physical health deterioration ("degraded general health"), nausea ("nausea"), vomiting ("vomiting"), fatigue ("chronic fatigue"), asthenia ("general lack of energy"), musculoskeletal pain ("joint and muscle pain") and deafness ("hearing loss"). The patient was treated with surgery (removal of essure implants by hysterectomy or salpingectomy (B)(6) 2020). Essure was removed on (B)(6) 2020. At the time of the report, the allergy to metals, presyncope, general physical health deterioration, nausea, vomiting, fatigue, asthenia, musculoskeletal pain and deafness outcome was unknown. The reporter provided no causality assessment for allergy to metals, asthenia, deafness, fatigue, general physical health deterioration, musculoskeletal pain, nausea, presyncope and vomiting with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jan-2021: quality-safety evaluation of ptc. We received an invalid lot number. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 18-dec-2020. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ('ongoing verification of possible allergy to heavy metals') and presyncope ('several vasovagal episodes') in a female patient who had essure (batch no. C98217) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), presyncope (seriousness criterion medically significant), general physical health deterioration ("degraded general health"), nausea ("nausea"), vomiting ("vomiting"), fatigue ("chronic fatigue"), asthenia ("general lack of energy"), musculoskeletal pain ("joint and muscle pain") and deafness ("hearing loss"). The patient was treated with surgery (removal of essure implants by hysterectomy or salpingectomy (B)(6) 2020). Essure was removed on (B)(6) 2020. At the time of the report, the allergy to metals, presyncope, general physical health deterioration, nausea, vomiting, fatigue, asthenia, musculoskeletal pain and deafness outcome was unknown. The reporter provided no causality assessment for allergy to metals, asthenia, deafness, fatigue, general physical health deterioration, musculoskeletal pain, nausea, presyncope and vomiting with essure. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.